Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment of a device error at power-up. It was found that the on/off keys of the device had intermittent functionality. It was also noted that the output connector assembly of the device was broken, and both display wires were pinched without compromising the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) presented with an error at power-up. A power cycle of the epg failed to clear the error. The epg has been returned for repair. There was no patient involvement. It was further reported that the returned epg subsequently tested out of specification during manufacturer¿s analysis.